Event description:
The customer reported, the system is intermittently not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, floppy drive, and reloaded software. System operates as intended. (B) (4).